Manufacturer narrative:
Concomitant product(s): ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high pacing impedance. The alert threshold was increased. A few days later the lead again alerted for a high and undefined rv coil defibrillation impedance. The rv coil impedance was noted to be varying. No noise was seen with isometrics and a chest x-ray showed no obvious fracture. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.